Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that post a permanent scs implant, patient passed away from sudden cardiac arrest.

Manufacturer narrative:
A patient death was reported to abbott. Event details describe health issues unrelated to the implanted system. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.